Event description:
Other health care professional contacted technical service to report that likorall 200 (product code 3121001, serial number (B)(6)), lift allowed strap to quickly descend causing patient to hit the floor. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Upon inspection, the baxter technician found the strap and motor needed to be replaced. Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheel chair, bed, toilet and floor. The baxter technician replaced the strap and motor to resolve. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of an strap fall were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.